Manufacturer narrative:
According to the practitioner the two implants are lost (loss of osteointegration) after implants have been restored. The two implants have been placed in 30 and 19 position on (B)(6) 2015 and removed on (B)(6) 2017.

Event description:
Two implants are lost (loss of osteointegration) after implants have been restored.